Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that routine device check with heart connect was performed. Undersensing of fine atrial fibrillation (af) with atrial pacing was noted on stored atrial tachycardia response (atr) electrograms. It was recommended to reprogram atrial sensitivity from fixed 0.75mv to 0.5mv. The device remains in service and no adverse patient effects were reported.